Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: na. D.10. Returned to manufacturer on: na. H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed the packages being damaged/cut. The damage was observed through both the top and bottom web. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing this type of defect can occur due to a misalignment during the perforation and separation for boxing process. This type of defect may also occur during shipping or handling in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter packaging was found torn. The following information was provided by the initial reporter, translated from japanese to english: "when taking the product out of the carton, the hcp found that the package was torn.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter packaging was found torn. The following information was provided by the initial reporter, translated from (B)(6) to english: "when taking the product out of the carton, the hcp found that the package was torn."